Manufacturer narrative:
The manufacturer previously reported the device's active exhalation control module, 3 way proportional valve, system board, machine flow sensor and blower motor were replaced to address a test failure. This was incorrect. Only the system board was replaced.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's active exhalation control module, 3 way proportional valve, system board, machine flow sensor and blower motor were replaced to address the issues.